Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was relocated and replaced. Stimulation was restored following the procedure.